Manufacturer narrative:
The pump was received with currents within specification and passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, cracked battery tube threads, and a cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the drive support cap was sticking out. The customer's spouse stated that they had high blood glucose of 400 mg/dl at the time of incident. The insulin pump will not be returned for analysis. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.